Event description:
It was reported that during implant attempt, two leads were attempted but both had unstable thresholds and impedance measurements. The leads were not used. A third lead was implanted successfully, but later had increased threshold. A repositioning attempt was made but there was difficulty with unstable measurements so thelead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.